Manufacturer narrative:
The device was not returned for investigation. Angiographic evidence was requested from the complainant to be reviewed. Additional investigation into risk documentation and document history record will be performed.

Event description:
Patient underwent tavr and a 18f manta vascular closure device was deployed for closure on the left side femoral artery. It was reported that during advancement of the procedural sheath there was resistance, and upon removal of the sheath it was noted that the tip of the sheath showed "irregularity/tearing." Following closure there was little or no bleeding at the skin level. Under contrast angiogram the team identified a possible dissection or perforation on the side of the vessel, proximal to the access site. Deployment tensioning and lock advancement steps were repeated and lock advancement tube held for 20 seconds. Manual pressure was applied for 5 minutes. Extravasation was not resolved. A 6mm balloon was deployed in combination with an additional 45 minutes manual pressure. The bleeding did not stop and the patient was taken for a surgical cut down. Afterward, the surgeon reported that a clot had formed between the toggle and collagen and had created a separation between the collagen and toggle which did not allow for closure. It was reported that the patient was "doing well."

Manufacturer narrative:
During processing of this complaint, the device was not returned for investigation. Angiograms were obtained and reviewed. The angiograms confirmed that there was bleeding at the access site. Based upon the description of the event submitted by the complainant, it appears there was a collagen compaction issue due to a blood clot becoming lodged between the toggle and collagen. It remains inconclusive if the blood clot was previously formed and became lodged between the toggle and collagen or if the collagen was not fully compacted and the blood clot formed between the toggle and collagen. The EU IFU was reviewed and lists failed hemostasis requiring surgical intervention as a possible adverse event. The risk documentation was reviewed and confirmed this incident is a known risk. The document history record was reviewed and no non-conformities were identified. In conclusion, based on the information reviewed there appears to be no product quality issue with respect to manufacture, design, or labeling of the device and the reported difficulties appear to be related to device interaction with patient anatomy.